Manufacturer narrative:
The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, cracked battery tube threads, and detached end cap.

Event description:
Customer reported via phone, the bottom of the insulin pump had fallen off. She was riding her bike and since the device was broken the bottom fell off. Customer's blood glucose was 82 mg/dl. Customer was advised to discontinue use of the device and revert to back up plan. She agreed to return the device for further analysis.